Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event on (B)(6) 2016 while on the pump. The reporter stated that the patient had a blood glucose of 580 mg/dl but did not provide any associated symptoms. The reporter alleged that the hyperglycemic event was caused by the pump not having power. The reporter disconnected the call before troubleshooting could be performed. A customer technical support representative has attempted to follow up with the reporter, but has been unable to contact them. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as the result of the pump losing power.

Manufacturer narrative:
Follow-up #1: date of submission 24-oct-2019. Device evaluation: the device has been returned and evaluated by product analysis on 01-oct-2019 with the following findings: during investigation, the complaint stated a power issue occurred on 6/15/2016. Black box showed evidence of a power on reset on 6/15/2019 . The user was able to reboot and continue deliveries. The pump was returned with a dim display that was unable to read . A test display screen was installed in order to program pump for delivery and power duration test. The pump was returned with a cracked battery compartment above grip pad. The returned battery cap is able to fully tighten . Investigation was unable to reproduce power loss or rebooting. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.